Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the procedure was ''redone'' the next day because the right ventricular (rv) lead was ''not hooked up properly''. The lead remains in use. No patient complications have been reported as a result of this event.